Event description:
It was reported a leaflet dislodged during implantation which prolonged pump time. The valve was removed and replaced with a 19 mechanical prosthesis (s/n unk). The pt expired approx 28 days later (exact date unk). Additional information has been requested.